Event description:
A caller reported a scan timeout error with the adc device. Due to this issue, the high/low glucose alarms were not available and the customer subsequently became hypoglycemic with symptoms of tachycardia, sweating, and seizure. The customer was treated by sugar and candy by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed, therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a scan timeout error with the adc device. Due to this issue, the high/low glucose alarms were not available and the customer subsequently became hypoglycemic with symptoms of tachycardia, sweating, and seizure. The customer was treated by sugar and candy by a third-party. There was no report of death or permanent injury associated with this event.